Event description:
Technician alleged that when the brakes were applied the brake casters would still swivel. No reported injuries.

Manufacturer narrative:
The tech replaced the brake casters to resolve the issue.